Event description:
A continuous aminophylline infusion of tgram/250cc d5w over 24hrs was ordered. The infusion pump was set at 7cc/hr. The tubing was correctly placed in the pump. The entire bag had infused over 5-8 hours instead of 24 hrs. It is unclear whether the rn had checked for free flow when bag was initially hung (as instructed on device). Patient developed increased heart rate (135) and 8 beats of v-tech. The house physician ordered verapamil et the aminophylline was discontinued. Aminophylline level was 31.2. Patient improved back to baseline. Evaluation by bio-med revealed failure of the mechanical interface assemblyinvalid data - regarding single use labeling of device. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-apr-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: component failure, failure to follow instructions, anticipated adverse reaction - short term. Conclusion: device failed just prior to use. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device repaired and put back in service, inserviced by biomedical engineering dept. Staff, inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.